Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was being explanted due to a pocket infection. Additionally the ra lead was suspected to be fractured or have insulation damage. The distal electrode spacing looks slightly expanded during the explantation. No additional adverse patient effects were reported.